Event description:
Allegedly, during a ventriculoscopy, doctor noticed metal shaving particles in pt. He retrieved some of the particles and flushed most of the rest; there appeared to be a few he could not remove. He completed the procedure. Doctor has no plans to reschedule for removal of particles; he does not believe they pose a risk to the pt.

Manufacturer narrative:
We found the internal metal surface of the working channel stopcock is scraped and there are scratches on the metal. There is also a black residue in this area. We inserted a cleaning brush through the channel and it collected a black residue with metal particles. The scraping/scratches can be a result of wear and tear from instruments being inserted into the working channel that connects to the main shaft at an angle or the insertion of an instrument in an open position. We believe that the black residue and the metal particles are a result of inadequate cleaning which limited the entrance of the channel and resulted in the particles coming out when instrument was introduced into the channel. Our cleaning instructions direct user to disassemble stopcocks and use a cleaning brush.